Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported they pushed the patient pin in prematurely and got multiple m31 air detected in cassette alarms during drain 3 of 4 of treatment after pushing in the pin. The patient was connected during the incident. Fluid was seen at the patient line when the pin was pushed in. The patient was assisted in cancelling treatment. Additional information was requested but was not received to date.